Event description:
It was reported by the customer that a bd pyxis anesthesia es system rebooted during a case. The customer added that device displayed a message in the middle of cases and rebooted itself. No other information was released regarding this event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, g1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-apr-2022 to 05- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unexpected reboot was due to power management settings. Technical support specialist turned off power management for all universal serial bus and network interface cards to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis anesthesia es system rebooted during a case. The customer added that device displayed a message in the middle of cases and rebooted itself. No other information was released regarding this event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process is complete.

Manufacturer narrative:
Section h6 update: codes for investigation findings and conclusions updated to reflect the resolution of the complaint investigation. Section h11 update: upon investigation of the actual device used in this incident it was determined that the unexpected reboot was due to power management settings. A technical support specialist turned off power management for all universal serial bus and network interface card to resolve. The system functioned as intended.